Manufacturer narrative:
Analysis of the device revealed that the fiber was returned in two pieces. The fiber is broken and detached 6 feet and 6 inches from the connector. The second piece consisting of the distal tip measures 5 feet and 0.5 inches. The outer cladding appears stretched and stressed at break location. The fiber was tested with hene laser fixture, aim beam is visible at the break location. Based on the product investigation the complaint was confirmed, fiber break was observed. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure the laser fiber snapped outside of the ureter scope while in use. The procedure was completed with another fiber. No patient or user clinical consequences were reported due to this event.

Event description:
It was reported that during a procedure the laser fiber snapped outside of the ureter scope while in use. The procedure was completed with another fiber. No patient or user clinical consequences were reported due to this event.